Event description:
The reporter stated that the drill bit broke off in the patient's bone during a procedure. The surgeon could not remove it. Integra has requested, in writing, additional clinical info from the user facility.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.